Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 483 mg/dl at the time of incident. The customer's blood glucose was 122 mg/dl at the time of call. The customer stated that they were going to treat the high blood glucose with manual injection. The customer performed fixed prime and the insulin did exit. The insulin pump will be returned for analysis.